Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. During a levophed infusion at 64mcg/hour; the patient¿s blood pressure dripped to 38/20mmhg. The healthcare professional in the room observed the pump ¿had a yellow triangle on the screen and it was noted to be inactive.¿ the pump did not alarm. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.